Event description:
It was reported that when the patient with an inflatable penile prosthesis (ipp) had an MRI for back surgery, it was found that his reservoir had migrated. The patient was encouraged to talk with his physician. The device is still implanted, and no patient complications were reported.

Manufacturer narrative:
Correction to field b3. Date of event, actual event date was unknown; therefore, first day of aware month was selected.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an MRI for back surgery and it was noted that his reservoir had migrated. The patient was encouraged to talk with his physician. The device was explanted and replaced. No patient complications reported.